Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that intermittent noise and oversensing on the rv lead were observed. The lead was capped and replaced. The patient did not experience any symptoms.